Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported currently being in a rehabilitation hospital. The caller mentioned that he has been off the insulin pump for ten days. The customer stated that his blood glucose was over 1100mg/dl by the time the paramedics arrived. The customer mentioned that the basal rates were correct, and the device alarmed low reservoir before changing the infusion set. No further information was provided.